Event description:
It was reported that when patient presented in clinic for a routine device check, upon review of the electrogram presence of oversensing and noise was observed however it was unclear what caused the issue. Multiple attempts were made to reproduce the oversensing signal however only an isometric testing was successful. The oversensing was only observed in the discriminatory channel. Patient received successful and appropriate ventricular tachycardia therapy and the system was functioning normal otherwise. Patient was stable and will continue to be followed with regular updates and will be monitored.